Event description:
It was reported that patient is very frustrated . He states he has lost a lot of length and a lot of girth. He still has a painful sensation from the pump. Patient has difficulty inflating at times. He saw his uro yesterday. Physician told him the pump has flipped to the side. He knows patient is frustrated and really thinking about having inflatable penile prosthesis (ipp) removed. Patient liaison called the patient regarding his dissatisfaction with his device. He states that he hasn't used the device yet. He is disappointed with the rep (distributor) because he hasn't had any communication from him and he felt that rep should have followed him after surgery. The pt also has c/o loss of length and girth. He also states that his pump has flipped to the side so it is painful to pump. Patient liaison recommended that he speak with his md regarding continuing the use of cialis for extra blood flow to the spongiosum and also gave him exercises to assist in maximizing his device. Patient liaison did let him know that the exercises should be performed 2x day and that patients state that they have + results up to a year after starting the exercises. He said he would do whatever it takes to make things work.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient expressed frustration after loss of length and girth in their erection following implant of this implantable penile prosthesis (ipp). The patient also reported ongoing pain involving the pump. Upon presentation for follow-up it was noted the pump had flipped to the side; it was said the patient was considering a revision to have the ipp removed. The patient liaison contacted the patient regarding their dissatisfaction and recommended exercises to assist in maximizing their device and advised further discussion with their physician regarding continued use of cialis for additional blood flow to the spongiosum. Additional information was received that the patient reported the exercises have not resolved their concerns regarding length and girth. Additionally, the patient is experiencing problems fully emptying their bladder. No further information was provided.